Manufacturer narrative:
H6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to cracked barrel as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode cracked barrel. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that there were cracks in the bd preset¿ arterial blood collection syringe. The following information was provided by the initial reporter: when the nurse collected arterial blood for the patient, after the collection was completed, it was found that there were obvious cracks in the wall of the arterial blood collection device, which may be mixed with air, resulting in inaccurate analysis results and affecting the patient's treatment.